Event description:
It was reported that a balloon rupture occurred. An 8.0 x 100, 75cm mustang balloon catheter was advanced for dilation during a percutaneous transluminal angioplasty (pta) procedure. During dilation, the balloon was intentionally inflated beyond the rated burst pressure, and the balloon ruptured horizontally and fragmented. An attempt was made to snare the fragmented piece; however, it was unsuccessful. There were no patient complications as a result of this event. No further information was provided to boston scientific.